Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and baclofen via an implantable pump. The indication for use was spinal cord injury/spinal cord disease and intractable spasticity. The patient reported experiencing a "90% lag" with their device in the past and stated they were previously instructed to clear device data to resolve the issue. Following this action, the patient noted that all logs and reports were deleted. The patient expressed concern, stating they had not experienced this issue with their previous ptm (personal therapy manager) device, and inquired whether the logs would return or why they were deleted. The agent educated the patient on outcome after clearing device data. The patient was advised to contact their managing physician for historical bolus administration records if needed. Additionally, the patient was educated to fully close out the application after each bolus use to help prevent further performance issues.